Manufacturer narrative:
(B)(4). The technical support engineer (tse) advised the customer that they can only capture system information, diagnostic and error logs. The customer was also advised that a service engineer (se) can download the logs for them as well.

Event description:
It was reported that, during patient use, the customer pulled the plug on the ventilator and the patient died. The customer indicated that there was no ventilator malfunction. The customer only called to get assistance on how to download patient events from the ventilator.